Event description:
On 02/19/2024, it was reported by a sales representative via (B)(4) that an ar-1400f-90 arthrex® flexible reamer broke. This occurred during a case when drilling the femur about 25mm of the device broke off. They pulled the fragments out with pliers. There was no negative impact on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was provided on 2/21/2024 where the sales representative stated that this event occurred during a btb acl reconstruction on (B)(6) 2024. The patient had good bone quality. It was a clean break so no pieces it broke right at the proximal part.

Manufacturer narrative:
Additional information: g3, h3, h6. Ased on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to misaligned insertion, and/or prying/levering the device during insertion. The complaint allegation was not confirmed. The device was not received for evaluation and not evidence of the failure was received.